Event description:
Additional information was received 01nov2021: as reported, the amount of blood loss is unavailable. No adverse effect(s) to the patient were reported.

Manufacturer narrative:
Event description: as reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked. The device leaked from the three-way valve after insertion and initial inflation. Clamps were used to stop the device from leaking, and hemostasis was able to be achieved. The amount of blood loss is unavailable. No adverse effect(s) to the patient were reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for evaluation without packaging or labeling. The device was returned with heavy biomatter and was cleaned in order to be examined. A function test was performed and leakage was observed from the balloon, but not from the inflation valve. Visual examination confirmed tool marks in the balloon material near the tear. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." While the reported inflation valve leakage could not be confirmed, evaluation of the returned device was able to confirm leakage from the balloon. The damage to the balloon was likely the result of the user applying clamps during use of the device. Cook has concluded that unintended user error contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked. The device leaked from the three-way valve after insertion and initial inflation. Clamps were used to stop the device from leaking, and hemostasis was able to be achieved. Additional event information has been requested.